Manufacturer narrative:
H3 other text : device not available.

Event description:
Caller reported needle break on behalf of her grandmother who is the consumer. She stated that her grandmother visited the emergency room due to a fall. While at the emergency room, they did a CT scan of her abdomen and found that there was a needle lodged in her stomach. The visit to the emergency room was unrelated. She was advised to contact her primary care doctor for advice on whether or not she would need to surgically remove the needle. Caller stated that there was not pain or discomfort and she does not know when the needle broke off. Lot #: 3269032. Catalog #: 320119. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code and impact code). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Customer stated that there was not pain or discomfort and she does not know when the needle broke off. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.